Manufacturer narrative:
The technician isolated the issue to a stuck switch on the right siderail. The technician replaced the patient right siderail control panel assembly to repair the bed.

Event description:
Information received indicates the head of the bed rises unintentionally.